Event description:
This report from a physician describes the occurrence of device malfunction in a (B)(6) male subject participating in study (B)(6); an open-label extension of study (B)(6)evaluating long-term safety and clinical outcomes of intrathecal idursulfase-it administered in conjunction with intravenous elaprase in (B)(6) patients with hunter syndrome and cognitive impairment. The subject had a concurrent medical history of implant site swelling, implant site pain, otitis media, body temperature increased, headache, eye pain and haematemesis. The subject had a drug allergy to omnicef (cefotaxime sodium). Concomitant medications included intravenous idursulfase, diphenhydramine as premedication and heparin for maintenance of the port-a-cath. The subject commenced treatment with idursulfase-it, 10 mg once a month, on an unreported date. The intrathecal drug delivery device (iddd) for delivery of idursulfase-it was implanted on (B)(6) 2011. Beginning in (B)(6) 2011 (a few days prior to(B)(6) 2011), the pt experienced symptoms of right otitis media with ear drainage, a low fever and a headache. Symptoms of right otitis media were continuing on (B)(6) 2011 when the mother of the subject noted swelling and pain at the iddd site. On (B)(6) 2011, the subject awoke with a headache and complained that his eyes were hurting. The subject also experienced vomiting, some of which was streaked with blood. Unspecified laboratory tests and imaging were conducted, including a CT scan of the brain and lumbar spine x-ray. Upon physician examination and review of test findings, there was no evidence of infection of the port or of meningitis. A decision was made to have the subject return to the hospital for evaluation and device revision. On (B)(6) 2011, the pt was admitted and underwent revision of the port on (B)(6) 2011. The event resolved and the subject was discharged home on (B)(6) 2011. Therapy with idursulfase via intrathecal device continued. The physician assessed the event to be mild in severity and unrelated to idursulfase-it, but related to the iddd. This report is serious due to the event of device malfunction (hospitalization).

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.